Event description:
It was reported the patient had not recharged her ipg for over a year (exact date unknown) and thus was not receiving therapy. The patient underwent surgical intervention to replace and remove the ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.